Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to fields h2, h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 16 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: -application of excessive force, acute wear and tear and inadequate maintenance. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the rigid endothereapy biopsy forceps jaws were stuck open. The issue occurred during preparation for use. There were no reports of patient harm or injury.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.